Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through hcp website via "contact us" form: "I have a ceramic head & have had multiple revisions. Currently have a constraining liner. Have had 3 constraining devices placed and continue to dislocate."